Manufacturer narrative:
D2a and d2b: corrected the device common name and pro-code. D6a and d6b: omitted the implant and explant date, this does not apply to the controller device. D9: updated devices return information.

Manufacturer narrative:
Corrected information was provided in d1 (brand name) and h5. Updated h3 to ¿yes¿ as the device was received and evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the unresponsive soft buttons was not determined due to the inability to reproduce the reported issue. It could be due to either contamination or a user-related issue.

Event description:
The complainant reported that the console¿s soft keys were not responding to either touch or manual press. The impella cp was in the process of being explanted, and the white cable was pulled to stop the pump as part of the procedure. The explant was completed successfully. Afterward, the console was powered down. The rn cleaned the screen and then powered the console back on to reassess functionality. Upon restart, the soft keys were operating normally.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.